Event description:
The customer returned the video system center to the service center for a separate issue. During device analysis, the service repair technician observed that the device failed to start. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of malfunction identified during the device evaluation was traced to faulty converter.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.